Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded at the hospital. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Cloud - locked down/smartphone. Data not available. Cloud - omnipod 5 software app version. Data not available. Cloud - smartphone operating system. Data not available. Cloud - smartphone hardware. Data not available. Cloud - cgm sensor type. Data not available. High blood glucose is a common symptom for people with diabetes (glucose monitoring data from people with diabetes indicate that on average, they can experience blood glucose levels above 250 mg/dl for 14-25% of the time), and it would be challenging to speculate on a cause for the complaints without receiving the devices back for an engineering investigation. [1] beck rw, bergenstal rm, cheng p, kollman c, carlson al, johnson ml, rodbard d. The relationships between time in range, hyperglycemia metrics, and hba1c. J diabetes sci technol 2019; 13:614-626. [1] welsh jb, derdzinski m, parker as, puhr s, jimenez a, walker t. Real-time sharing and following of continuous glucose monitoring data in youth. Diabetes ther 2019; 10:751-755. [1] puhr s, derdzinski m, welsh jb, parker as, walker t, price da. Real-world hypoglycemia avoidance with a continuous glucose monitoring system's predictive low glucose alert. Diabetes technol ther 2019; 21:155-158.

Event description:
The patient's caretaker reported that the patient had been hospitalized with hyperglycemia. The patient resides in a residential group home. The patient's blood glucose levels reached 22.1 mmol/l (397.8 mg/dl) while wearing the pod on the abdomen for between 5 and 24 hours. The patient was taken to the hospital by a different caretaker working at the residential group home than the one reporting the incident. The pod was removed and discarded at the hospital. The patient received treatment at (B)(6) hospital for 5 days (specific treatment information requested but not provided). If additional information is provided and/or results from return product analysis investigation becomes available, a follow up report will be submitted.